Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, system sensor, and excessive no delivery alarm test. Unit functioned properly. No motor error alarms or motor anomalies noted during testing. Drive support cap was inspected and no anomaly was noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Motor was tested outside the device and passed.

Event description:
The customer indicated via phone call of being hospitalized with unexplained diabetic ketoacidosis and high blood glucose of 480 mg/dl. The customer indicated that she has been hospitalized twice in the past month. Troubleshooting found that the drive support cap was flush instead of recessed into the device. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.